Event description:
It was reported to boston scientific corporation that a xenform tissue repair matrix was used during a pelvic floor repair procedure with xenform including apical vault suspension, hysteropexy and cystocele repair performed on (B)(6) 2015. The procedure was completed without complications. According to the complainant, on (B)(6) 2015, during discharge procedures, the patient was unable to void. A catheter was placed and the event resolved on (B)(6) 2015.